Event description:
It was reported to boston scientific that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of indeterminate stricture in the ampulla. During the procedure, the exalt model d scope screen lost visualization. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization investigation results summary: the exalt model d scope was not returned for analysis to identify any defect with the device. Based on this information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The customer provided picture displayed the 5-dot error screen on the exalt scope. Based on this evidence, the reported event of scope loss of visualization can be confirmed. All compiled information on this investigation determines that the most probable cause is cause not established.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on august 15, 2025, for the treatment of indeterminate stricture in the ampulla. During the procedure, the exalt model d scope screen lost visualization. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event.